Manufacturer narrative:
Initial and final MDR 2103021 - MDR 3003442380-2024-35689 - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced seven infusion set cannula leaking events on 27-nov-2024 and 28-nov-2024. The events occurred within seconds of insertion, which led to hyperglycemia. As a result, the patient was hospitalized on (B)(6) 2024. The blood glucose level was 602 mg/dl with the presence of small ketones at the time of hospitalization; therefore the patient was treated with correction bolus via pump, intravenous (IV) fluids consisting of saline and insulin. The length of hospitalization was three hours and thirty minutes.the patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated leakage from infusion site (specific cause not identified). The batch 5398134 in question was manufactured at the reynosa site. Complaint investigation results: the reference samples for batch 5398134 were previously tested in complaint (B)(4) on 27/may/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional test (flow test) according to wi version 2 on reference samples, reference samples passed the test. Functional test (leak test) according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the 5398134 manufactured according to the document version 100 manufactured in the line 3, on 20/nov/2022 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 02/jul/2025 against malfunction code leakage from infusion site (specific cause not identified) and lot 5398134 and no other complaint has been registered in databse for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, 1 more complaint received on the lot in question and harm codeand malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.